Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the trocar "cracked" open at the seal or on body. The seal broke and was leaking. The blue seal fell into the patient and was retrieved.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one versaport v2 bladeless opt 12 opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident was that the seal was damaged, a component disengaged into the cavity and was retrieved, and the device leaked. The circular seal was cut. The envelope seal was intact. The device failed an air leak test. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the cut circular seal. Based on the product analysis, the failure was confirmed to be attributed to the reported event. A review of the current historical complaint data reveals no trend for a device related failure for this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.